Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed.it was further determined that the bearings on the device were worn out/damaged and creating a situation where the cutter could not be inserted. This is because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a damaged component - bearings, ball bearings fell apart, missing balls, casing and inner ring, bracket missing, color ring and extension sleeve damaged. It was further determined that the device failed pretest for temperature, cutter insertion and lock operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.